Event description:
Device 1 of 2. Ref MFR report 1627487-2014-15002. It was reported the pt is experiencing ineffective stimulation. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.